Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with belt) was confirmed. As rec'd, the monitor failed incoming functional testing. Upon investigation, there was corrosion on connectors j2005 and j2008 on the auxiliary pca and capacitor c19 on the defib pca was damaged. The root cause of the corrosion was due to ingress of an unk substance. The root cause of the damage capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A dist returned monitor sn (B)(4) and reported that the monitor was unable to communicate with a test belt.